Event description:
Caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no reported impact to the customer's blood glucose level. Customer was provided with complete instructions for resetting the pump and was advised to follow up if the issue continued after the reset.